Event description:
It was reported that the patient experienced twitching. There was pacing failure due to left ventricular (lv) lead displacement. The lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.